Manufacturer narrative:
.

Manufacturer narrative:
The biomedical engineer had the anesthesia technician calibrate the o2 sensor. After this calibration the unit operated as expected.

Event description:
The hospital reported the unit kept delivering breaths without exhalation during a case. The unit was switched to manual ventilation to complete the case. There is no report of patient injury.